Event description:
A report was received from the field indicating that the sterrad unit was leaking what appeared to be oil onto the floor under the unit. The unit was taken out of service and a service call to asp was initiated. The fse was dispatched to the facility for further eval of the sterrad. Add'l info received post eval indicates that the customer noticed oil leaking onto the cart. The upper o-ring on the oil filter appeared to have been pinched, causing oil mist to escape and settle inside the chassis and then drip out of the unit. The oil filter and o-rings were replaced, and oil was added to the unit. System verifications were performed. An empty chamber test cycle was completed. The system met MFR specs. Defective parts will be returned to asp for analysis.

Manufacturer narrative:
(B) (4). Oil mist. Capital equipment which was evaluated at customer site. Vacuum subsystem.